Event description:
It was reported that the left ventricular (lv) lead had a history of high thresholds. The left ventricular (lv) lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; pb1018, transcatheter valve, implanted: (B)(6) 2013. (B)(4).